Event description:
The customer complained that a non-reproducible, higher than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 350 chemistry system. Vitros glu result: 70.4 mmol/l vs. Expected 35 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported outside of the laboratory, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 350 chemistry system. The assignable cause of the event was user error. The user inadvertently programmed the analyzer to expect a manually diluted sample when there was no manual dilution performed on the sample. The vitros 350 instrument was operating as programmed.